Event description:
It was reported that a patient presented with pain and an infection at an unspecified time following a body lift procedure. Unspecified medical intervention was provided. Additional information was requested; no additional information has been received.

Manufacturer narrative:
Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.